Event description:
The report received from the affiliate indicated that during an interventional procedure, after successfully implanting a precise stent in the right internal carotid artery, the flow became sluggish. The physician suctioned blood from the angioguard 5 mm embolic protection device and from near the target lesion. An MRI done after the procedure was negative for embolization and the pt had no neurological symptoms. The right internal carotid lesion was reported to be a 95% stenosis, calcified, but not tortuous. The pt was reported to be in stable condition at the time of the report.

Manufacturer narrative:
The product is not available for evaluation and testing. A male experienced hypoperfusion during a carotid artery intervention. The target vessel was the right internal carotid artery. Past medical history included previous myocardial infarction and gallstones. The lession was described as 95% stenosed with moderate calcification. An angioguard distal protection device was delivered without difficulties. Then, a stent was implanted and hypoperfusion was noted. The physician suctioned blood from near the target lesion. The procedure was completed successfully and the pt was reported to be neurologically intact. It is unk if debris was found in the basket of the angioguard upon removal. The product was not received for inspection. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Based on the info available there are possible vessel characteristics as well as inherit risk of the procedure that may have contributed to this event. Please note that this is the initial/final report for this product.